Manufacturer narrative:
PMA/510(k) #: exempt (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into a patient during a ptcd procedure. The patient was later transferred to another facility. While at the new facility, the physician retrieved the catheter from the patient without unlocking the catheter loop, resulting in abdominal bleeding. Surgical intervention was required on the patient the same day to correct the bleeding. The patient recovered from the procedure after a week long hospitalization and was later successfully discharged.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. (B)(4). Investigation - evaluation: a review of the instructions for use (IFU) and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Additionally, a document based investigation evaluation was performed. There were adequate controls in place in manufacturing and quality control for this product. The instructions for use (IFU) give instructions on proper placement, maintenance and removal of the catheter. Noted under precautions, the document states that manipulation of the product requires ultrasound, fluoroscopy or other imaging guidance. It is recommended to use a wire guide when removing a locking loop catheter. For mac-loc locking loop mechanism, it was instructed that while stabilizing the catheter hub assembly with one hand, position a small blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release hatch and pry upward until the locking loop lever is free. A review of the device history record was unable to be performed because the lot number is unknown. Based on the information provided, no returned product and the results of our investigation, the cause was determined to be traced to the user. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
On 17aug2018 additional information was received that indicated the patient developed pneumothorax when the device was removed surgically, but recovered one week after and was discharged from the hospital. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into a patient during a ptcd procedure. The patient was later transferred to another facility. While at the new facility, the physician retrieved the catheter from the patient without unlocking the catheter loop, resulting in abdominal bleeding. Surgical intervention was required on the patient the same day to correct the bleeding. The patient recovered from the procedure after a week long hospitalization and was later successfully discharged.